Manufacturer narrative:
Based on the initial escalation analysis, it was suggested that due to low msp and mep values after insertion may not recover before day 21 and therefore a sensor replacement alert would be asserted by the system. The RMA was authorized and despite several attempts to bring back the sensor, there was no response from the user. Since the RMA is not received, there could not be any further investigation performed at this time. D4. Updated additional device information. H3. Device evaluated by manufacturer? No,not returned to manufacturer. H4.device manufacturer date updated to 05 feb 2020. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 05th 2021, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.